Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy with unknown fmc product and the pt¿s umbilical hernia. However, it is unknown when the pt. Developed the hernia or what may have led to hernia development. Hernia is a commonly known complication in pd therapy due to physiologic increased abdominal pressure from the dialysate during pd treatment; therefore, a possible causal or contributory relationship cannot be excluded. However, at the time of this clinical investigation there have been no reported allegations of a fresenius product malfunction or deficiency associated with the pt¿s hernia event. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review was not performed since the serial of the device is unknown.

Event description:
On (B)(6) 2018, a peritoneal dialysis (pd) nurse reported this patient (pt.) On continuous cycling peritoneal dialysis (ccpd) therapy (unknown vintage) had a long history of drain problems (during pd treatment) and an umbilical hernia. Per the pd nurse, the pt¿s umbilical hernia was increasing and was scheduled to have hernia repair (date unknown). There was no allegation of a device malfunction. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review was not performed since the serial of the device is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.